Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had an abdominal subtotal hysterectomy with tubal removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("there very tender and swollen"). The patient was treated with surgery (abdominal subtotal hysterectomy with tubal removal). Essure was removed. At the time of the report, the medical device removal and swelling outcome was unknown. The reporter considered medical device removal and swelling to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had an abdominal subtotal hysterectomy with tubal removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("there very tender and swollen") and post procedural oedema ("there very tender and swollen"). The patient was treated with surgery (abdominal subtotal hysterectomy with tubal removal). Essure was removed. At the time of the report, the medical device removal, procedural pain and post procedural oedema outcome was unknown. The reporter considered medical device removal, post procedural oedema and procedural pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc.the coding for the event: "there very tender and swollen" was reviewed and changed to post procedural tenderness and edema surgical site. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had an abdominal subtotal hysterectomy with tubal removal') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("there very tender and swollen"), post procedural oedema ("there very tender and swollen") and uterine enlargement ("uterus was sze of 14 week pregnancy"). The patient was treated with surgery (abdominal subtotal hysterectomy with tubal removal). Essure was removed. At the time of the report, the medical device removal, procedural pain, post procedural oedema and uterine enlargement outcome was unknown. The reporter considered medical device removal, post procedural oedema, procedural pain and uterine enlargement to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: social media content received: reporter added. Event uterus enlarged added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.